Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician advised him to apply cream to the skin irritation. Follow up indicated that the patient tried an anti-itch cream, however, the irritation got worse so the patient discontinued use. The patient then applied (B)(6) lotion to the irritation and confirmed that the skin irritation improved.